Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps was nonresponsive. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the customer noted that the instrument was not moving at all and had to be replaced. No physical damage was visible on the instrument.

Event description:
Refer to h11 for follow-up information.